Manufacturer narrative:
No belt clip was received with the insulin pump. The unit also had minor scratches on the lcd window, a cracked lcd window, cracked casing at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that there were scratches on the display screen of his insulin pump and that he cannot read the numbers until he angles the pump properly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that he fell a couple months ago and landed on the side where he wears his pump. His belt clip also broke recently, which caused his pump to fall to the ground. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.